Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a cardiac arrest and external pacing was used. It was noted that the implantable cardioverter defibrillator delivered multiple inappropriate shocks following oversensing due to the external pacing which was falsely labeled as ventricular tachycardia or fibrillation. The patient was stable.

Event description:
New information suggests no programming changes were made to the device. As previously reported the shocks resulted from interference from an external source of pacing.